Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit powered up properly after battery installation. Unit received with operating currents within specifications. No failed battery test alarms noted. No blank display anomaly noted. Unit received with battery tube corroded. Unit received with minor scratches on lcd window. Unit received with cracked battery tube.

Event description:
It was reported that the insulin pump alarmed button error, buttons were unresponsive, blank display and failed battery test. Troubleshooting was done for keypad anomaly and button error. Customer's blood glucose at the time of the event was 17 mmol/l and recent blood glucose was 12 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).